Event description:
X-ray system stopped producing x-rays due to "circuit fault" (as indicated on console display). However, all other console indicators, e.g., timers, x-ray on indicator, etc, continued to function normally, indicative of normal x-ray production. This could result in pt being unknowingly underdosed or underdosed by an unknown amount, since the clock did not stop when the x-ray beam stopped. This observed problem occurred during a routine output calibration. No pt was involved.